Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of updated product information. G.9. Manufacturer report number corrected and reported under 1644019-2023-00271. A sample was not received at the manufacturing site for evaluation for the report of the needles that came with the actual cataract package and the tubing were abnormally shaped; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A phacoemulsification (phaco) tip sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during testing of the phacoemulsification handpiece did pass. The needles that came with the actual cataract package and the tubing were abnormally shaped before surgery. Additional tightening of the phacoemulsification needle was done and the handpiece was replaced. There was no patient involved.